Event description:
It was reported by dealer that the (B)(4) wheel chair is new out of the box and both brakes are defective. He states when you lock them they hyper extend and will not hold. No further information provided. Dealer states this chair brand new out of box failure. The wheel locks per dealer hyper extend. No patient involvement due to brand new chair.